Event description:
It was reported that solis vip ambulatory infusion pump- repeated alarms "cassette not attached properly", during testing. No patient or clinician injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Downstream occlusion (dso) sensor was replaced. The cause of the reported problem could not be determined. The investigation indicates there may have been an issue with the previous servicing of this pump. Dso sensor seal was replaced in previous repair and the repair may have impacted the sensor itself. Sent email to service supervisor and lead to review the issue with their team., corrected data: d4: correction: model number: 2120.